Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance. The plan is to revise the lead. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance. The plan is to revise the lead. The lead remains in use. No adverse patient effects were reported.